Event description:
The customer reported that the x-ray exposing lamp would not go off even if the foot switch was released, yet there was no x-ray. This is indicative of a system lock-up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator interface board connectors were cleared. The system was then found to be operating as intended.